Event description:
Olympus foot pedals were not properly identified, causing confusion and need for after-manufacturer labeling. Foot pedals were labeled "cut" on both pedals, causing confusion for the surgeon.